Manufacturer narrative:
The customer¿s report of a tpn infusion completing after 16 hours with 81ml remaining in the bag was not confirmed, however based on the log review it does appear that the user entered an additional vtbi in order to complete the infusion. Review of the event log shows that at 10:59 pm on (B)(6) 2017 tpn 12hr-central was programmed for a rate of 149 ml/hr with a vtbi of 1788ml which would calculate to a duration of 12 hours rather than 16 hours as reported by the customer. One delay for 30 minutes was programmed but cancelled after 17 minutes. Another delay for 20 minutes was cancelled after 8 minutes. The infusion completed at 11:24 am on 24 may 2017 with the primary volume infused recorded as 1788.02ml. At 11:25 am an additional vtbi of 150 ml was then added and the infusion continued until 11:57 am when an air in line alarm occurred. The primary volume infused was recorded as 1868.87ml. Visual inspection showed no anomalies. The bezel had recently been replaced and the bezel that was returned installed on the device was not used in the reported event. Rate accuracy test was performed and the device was found to be out of specification on the high side (over infusing) which would not explain the user experience of an under infusion. The module was recalibrated and rate accuracy testing results were then within specifications. The root cause of the reported under infusion was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 16 hour tpn (1788ml) infusion is not finishing in a timely manner causing an under infusion. The patient has had a long-term hospitalization over the course of 10 to 11 months. The mother of the patient is tracking and documenting that total amount of the tpn the patient was receiving on a daily basis. There were several devices sent back to biomed from the same patient with complaints that the devices are under infusing (amount not specified ). There was no report of patient harm. Although requested there is no other details provided by the customer at this time.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that tpn 1788 ml was to infuse in 16 hours; however, at the completion of the 16 hours, 81 ml remained (30 minutes). The previous day, at the completion of the 16 hours, an additional 1 hour of fluid remained. The patient required long-term hospitalization over 10 to 11 months. The mother of the patient tracks and documents the total amount of the tpn that is administered daily. There were several devices sent to biomed from the same patient with complaints that the device had under infused (amount not specified). There was no report of patient harm. Although requested, no other event details were provided.